Manufacturer narrative:
(B)(4). The investigation revealed that an in house engineer group replaced the main table support a few months ago, and while doing so, they pinched a wire. After some time, the cable started arcing. The cable was replaced and the issue was resolved.

Event description:
The customer reported that a wire of the longitudinal cable was pinched. After some use, it started arcing.